Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-may-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 22-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a large infection at the chest pocket. There were no factors that may have led or contributed to the issue. Infection tests were performed. The surgeon stated the infection presented "like two weeks ago". The implantable neurostimulator (ins) and extensions were explanted and discarded. It is unknown if the infection cleared after explant.